Event description:
During robotic assisted right lower lobe superior segmentectomy surgical procedure with bronchoscopy the surgeon describes a dissection instrument was attached to the second arm of the robot. Initially was working smoothly. Toward the end of the surgical case we noted that the protective sheath over the distal arm was fractured and that this was preventing the device from working properly. It is unclear what caused the fracture, but potentially an arm to arm collision may have happened but we are unsure and unaware of when it may have occurred. We were able to manually exchange out the port and device and insert a new one. In interviewing the surgeon, he stated the protective sheath fractured (bent at a 30-degree angle, but without splintering or releasing any fragments) while it was in the patient. We were able to manually remove it without incident. The surgeon hypothesizes that it occurred with during a collision with the one of the other robotic arms, but nobody was aware of it and we cannot be more precise with the time. The surgeon does not think it happened very long before we noticed it, though, because it essentially defunctionalized the instrument such that the team wouldn't have been able to continue to use it without noticing. No harm came to the patient, but it was certainly a notable event.